Manufacturer narrative:
Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that needle clog occurred with a bd ultra-fine¿ pen needle. The following information was provided by the initial reporter, "consumer reported she is legally blind and when she noticed after pushing the plunger nothing came out, she removed the pen needle and she touched o feel the needle to see if there is needle on non patient end. And did not feel the needle. Sample discarded. Consumer uses new needle each time of her injection, she does not do the priming, she rotates the injection site. Read privacy statement. Offered to send the box. Advised to save the sample if re occurs. Explained and recommend to do the priming."